Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 v. Data was received but does not reflect full investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the transmitter was not working possibly not pairing. The patient¿s caretaker stated that the patient had not informed his grandparent that he was not receiving values; therefore, the patient¿s finger stick blood glucose (bg) was not being checked. It is unknown what symptoms the patient experienced that led to the patient being taken to the emergency department (ed). The patient¿s bg on admission to the ed was 1400 mg/dl. The patient was admitted to the hospital and unspecified treatment was provided to decrease the blood glucose level. The sensor insertion site and date were not provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.